Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer screen is defective. The programmer touchscreen is out of calibration, the touchscreen was re-seated and calibrated. It was also determined at analysis that the left keyboard hinge and the cord bay latch was broken. The left and right upper bullets were cracked, the handle was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.